Event description:
This is filed to report clip caught in chordae, requiring intervention, partial clip movement, and hospitalization. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with flail. The patient was presented with p1 flail and rotated heart with maximum achievable transseptal puncture height of ~4cm. The first clip became entangled in sub-valvular structures in the lateral commissure. It was not possible to retract the inverted clip into the left atrium. After a while the team decided to try grasping the leaflets as a bail out maneuver. The posterior leaflet was sufficiently in the clip, however, the anterior leaflet detached partially. To stabilize the first clip, an xtw clip was implanted with no reported issue; however, mr remained at grade 4. Visualization was noted to be difficult due to patient¿s anatomy there was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information the cause of the reported entrapment of the device (clip caught on chordae) associated with the clip getting caught on sub-valvular structures in the lateral commissure cannot be determined. The cause of the reported image resolution poor was due to the patient's anatomy. The cause of the reported mr and migration (partial clip movement) associated with partial clip movement on the anterior mitral leaflet appears to be a cascading effect of the reported entrapment of device (clip caught on chordae). Additionally, the reported mr as listed in information for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical interventions and hospitalization/ prolonged hospitalization were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.